Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 2.50 x 20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was not adhered to the balloon properly. The procedure was completed with a new synergy stent. There were no patient complications nor injuries reported.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 2.50 x 20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was not adhered to the balloon properly. The procedure was completed with a new synergy stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged from mid-section of the stent to the end of the stent with stent struts pulled and stretched distally over the tip. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis. It was reported that this synergy stent moved on balloon during the procedure. The complaint report stated that the stent moved on balloon but during analysis it was noted that the stent was firmly crimped on balloon and stent struts had stretched on the distal section of the stent. Stent movement on balloon cannot be confirmed. Taking into consideration the evaluation and the details of the complaint, this investigation is assigned the most probable root cause classification of no problem detected. A complaint with a most probable root cause of no problem detected indicates that the device complaint or problem cannot be confirmed. Procedural factors most likely contributed to the stent damage that was noted during analysis. The complaint report did not highlight any shaft kinks occurring during the procedure, it is most likely that the hypotube kinks that were noted during analysis occurred due to handling post procedure.